Event description:
On 8/27/87 pt underwent a right total knee replacement for severe osteoarthritis. In 10/94 pt fell and struck a concrete step, injuring her right knee. She developed pain and the knee was evaluated by the orthopedic physician. On exam pt presented with definite loosening of the metal back patellar component with fracture of the fixation stems involving the patellar component as noted on x-ray. Pt was admitted to the hosp and taken to surgery on 2/7/95 for a right total knee revision. During surgery there was found definite evidence of metallosis subsequent to the fractured titanium patellar component. A synovectomy was performed with attention directed at removing all metallic fragments. On inspection there was a definite wearing of the polyethylene metal base plate as noted with a fracture of both fixation stems. A revision of the patellar component, removing the metal back component in exchange with all polyethylene component, and exchange of the tibial polyethylene articular surface was carried out.